Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Health impact- clinical code: 4581 - significant reduction of irido-corneal angles. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -10.50/+1.5/067 (sphere/cylinder/axis) in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The vault was reduced and the eye is quiet. The cause of the event was unknown.